Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that in early 2014 the patient went on vacation and left his equipment at home. When he came back the implantable neurostimulator (ins) battery was dead and it would not hold the charge. The device had not been working since then. No symptoms reported. The patient wanted to have the device removed and discussed with the doctor about getting the device removed. The doctor wanted him to talk to someone about getting the device working again and not remove it at this time. It was clarified that the actual device stopped working. Further follow-up is being conducted to determine what steps were taken to resolve the dead battery and if the patient was able to meet with a manufacturing representative (rep) to have the device reset. If additional information is received, a follow-up report will be sent.